Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 79 mg/dl. Customer changed the pump personal profile to a different setting. Customer went to the emergency room (ER) and did not receive any treatment at the time. Bg elevated to 159 mg/dl. Customer was admitted to a skilled nursing facility. No specific treatment was administered at the nursing facility. Customer did not believe there was any permanent damage. Customer alleged low bg was due to a "bad vial of insulin". At the time of the report, customer had not been discharged. Customer did not need further assistance from tandem technical support.